Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. In this case, the device was likely not deep enough in the anatomy and therefore not in the vessel but in the sub cutaneous tissue. Therefore, when tightening the knot, the loop pulled through the pre-tied knot and the suture released from the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to a percutaneous abdominal aortic aneurysm (aaa) repair interventional procedure. The sutures of two prostyle devices were successfully deployed and pre-placed as intended. The sheath was upsized to a 20f, and the aaa procedure was completed. Reportedly, post procedure one of the first suture/knot was pulled out of the tract completely. The knot was loose and unraveled. The second suture/knot was advanced and tightened as intended however, hemostasis was not achieved. Hemostasis was achieved via cut-down and manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.